Event description:
Pt had surgery and had an external fixator applied. As preventive skin care means to the pin sites (x7) a silver dressing, acticoat, with a foam dressing ("pin site foam") was placed over top each site. To hold this dressing in place mini plastic clamps were used. When the pt was seen at a follow-up visit, necrotic tissue was noted at the most proximal pin site probably due to tightness of the mini clamp. The pt also presented with cellulitis of the left lower extremity (ID involved with pt). The use of this type of dressing was discontinued for the interim and other means were used to keep these pin sites healthy following her at weekly intervals. Pt seen by nurse and dr. Orthopedic clinic 4 weeks later and this particular site has healed.

Manufacturer narrative:
Smith & nephew inc., wound management is the specification developer and distributor of the reported product. However, the product is manufactured for smith & nephew inc., wound management by facility initial report from complainant indicated that the necrosis was "probably due to tightness of the mini clamp". This view was also the opinion of our medical advisor. An investigation performed by facility concluded the following: the complaint was raised on an unk lot of acticoat and therefore a batch review cannot be performed. Without a sample or more info we cannot evaluate further into the root cause. Our dressings only claim to be an antimicrobial barrier. Necrotic tissue: although a batch review could not be performed, we know that the product would have passed product specifications in order to be released. Acticoat products have been tested through animal models to show that the product will not have a toxic effect on the skin. This is also proven through years of human use. With this knowledge it can be said that acticoat would not lead to necrotic tissue. As stated in the complaint, the suggestion is that the tightness of the clamp may have caused the necrotic tissue. Nucryst pharmaceuticals corp. Does not supply this device. Cellulitis: based on the info provided and the knowledge we have, we do not know of any linkages between the use of the dressing and what would cause cellulitis.